Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that there maybe a problem with the quick-sets kinking. The current blood glucose reading is 57 mg/dl. Customer treated with food. The blood glucose reading at the time of the event was over 700 mg/dl. Customer was vomiting. Customer was found unresponsive; paramedics were called to transport to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.